Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd a-line¿ had a mix of product type in a pack before use. The following information was provided by the initial reporter: the customer stated "the box of a-line abg syringe 364376 contain preset syringe 364413.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for mixed product with the incident lot was observed. Bd could not determine where the mix occurred as the product was purchased through a distributor. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd a-line¿ had a mix of product type in a pack before use. The following information was provided by the initial reporter: the customer stated "the box of a-line abg syringe 364376 contain preset syringe 364413.